Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that an oor (out of regulation) message was seen on the rep¿s tablet. The rep had been reprogramming the patient to try to get around the oor message on the tablet. It was reported that at the start of the call the rep was using 0-3-, 9+10+,450us, 50hz, 5.4ma and then reaching oor at this point. The rep was told to consider checking the impedances on the programmed electrodes. It was reported that impedance measurements of greater than 40,000 ohms had been found. The following were results when paired with #0: 0/3=11,800 ohms, 9/10 pair = 1500 ohms. It was reported that most pairs with #0 were in the 10,000 ohms range. The rep also tried programming 1/4 and 10/11, but the patient wasn¿t feeling stimulation up to 13.6 ma and then they were getting oor again. The rep tried lowing the pw to 300us and then got oor at 14.0 ma. The rep then changed from using electrodes 2, 4 and 5 and the patient was getting bilateral stimulation in their back and legs (target areas) and they weren¿t getting the oor with these electrodes. It was reported that troubleshooting resolved the reported issue. The rep was able to program around the oor and establish bilateral stimulation in the patient¿s legs and back. The rep stated that they would send the patient home with some groups to try. It was reported that the high impedances on pairs with #0 and the oor screen seen on the tablet occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the high impedances was not determined. The patient weighed 255 pounds at the time of the event. No further complications were reported or anticipated.